Event description:
It was reported that the patient with this pacemaker system experienced syncopal episodes. This pacemaker system exhibited noisy signals for its associated non boston scientific right ventricular (rv) lead. The device settings were adjusted. Technical services (ts) was consulted and reviewed stored episodes, with oversensing noted for the noisy signals as well as pacing inhibition that resulted in bradycardia. Tsa recommended further device settings adjustments. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this pacemaker system experienced syncopal episodes. This pacemaker system exhibited noisy signals for its associated non-boston scientific right ventricular (rv) lead. The device settings were adjusted. Technical services (ts) was consulted and reviewed stored episodes, with oversensing noted for the noisy signals as well as pacing inhibition that resulted in bradycardia. Tsa recommended further device settings adjustments. This device remains in service. No additional adverse patient effects were reported.